Event description:
It was reported the patient had surgery to revise their tined lead due to loss of efficacy and migration. The physician ordered an x-ray and migration was reported. The patient is doing well post-revision. The frequency has reduced both day and night, and the patient is not experiencing any urinary leakage.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to urinary frequency, urinary urgency, and migration which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had surgery to revise their tined lead due to loss of efficacy and migration. The physician ordered an x-ray and migration was reported. The patient is doing well post-revision. The frequency has reduced both day and night, and the patient is not experiencing any urinary leakage.